Event description:
False positive rate of 7% for flu b for symptomatic patients. A total of 10 - 15 tests performed each day. Results confirmed by another rapid antigen assay.

Manufacturer narrative:
Investigation conclusion: tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: could not duplicate with returns. Source: phone.